Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. No visual fos fiber breaks were noted. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.3cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 3cm from the iabc distal tip. The guidewire met resistance and could not advance at approximately 4.5cm from the iabc distal tip. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 78cm from the iabc luer tip. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "balloon would not inflate after being placed in the body" is not con-firmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage not-ed. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned device passed visual and functional test specifications related to the reported event. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported ""balloon would not inflate after being placed in the body. In cath lab,iab hooked up & turned on - was not expanding / inflating at all". Another catheter was inserted to complete the procedure. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported ""balloon would not inflate after being placed in the body. In cath lab,iab hooked up & turned on - was not expanding / inflating at all". Another catheter was inserted to complete the procedure. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).